Event description:
Customer reported a button error on his insulin pump. Two weeks ago the act and bolus buttons stopped working. The esc button does not work unless it is pushed hard. Customer's blood glucose is 140 mg/dl. Customer was in pakistan where it was hot and humid, so the device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window, missing end cap sticker and broken reservoir tube lip.